Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, yes; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 19. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; clip feed properly, yes; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery. The applier was received in good physical condition, with dried body fluids evident at the tip. The applier was examined and found to be functional and was cycled, fed, and properly formed the remaining 19 clips within design specification and without incident. There was no indication of scissoring or distortion of the clip during laboratory functional testing. It was concluded that the applier was conforming to design specifications and without incident. No conclusion could be reached as to why the reported "clips are twisting." During surgery. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
It was reported the mcs20 was used during an unknown procedure. It was reported the device was returned with a note stating "clips are twisting." There is no other info available. There was no consequence to the pt.